Event description:
Reportedly, this device was explanted after approximately an 11 month implant duration due to severe tricuspid regurgitation and atrial fibrillation.

Manufacturer narrative:
Device not returned.